Manufacturer narrative:
H3): a portion of the lld ez was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead for non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was achieved to approximately a third of the way down the superior vena cava (svc), where the lead coil could be visualized. While determining which device to use next, the patient¿s blood pressure dropped. Rescue efforts began, including rescue balloon and sternotomy. An svc perforation was discovered, the patient was placed on bypass, and the repair was completed (MDR #3007284006-2024-00213). At that point, it was determined that the extraction would not continue. There was no attempt made to unlock the lld ez from the rv lead, and the rv lead/lld ez were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut and capped and remained in the patient.